Event description:
It was reported that during a procedure at the user facility, the smoke evacuator of the device failed to function. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.